Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that beginning on (B)(6) 2013, she experienced an irritation under the sensor patch. She described this as slight pain and itching under the sensor adhesive. She also reported redness. The patient reported a scar when the adhesive was removed. The patient's mother aided the patient in cleaning the site and applying antibiotic ointment. No further medical intervention was reported. At the time of the call to dexcom technical support, the patient reported being healthy and healed.